Manufacturer narrative:
The device was not returned to olympus for evaluation. Tac advised the sales representative to try to duplicate the issue and call tac if necessary. The exact cause of the user¿s experience cannot be conclusively determined at this time. If additional information is received later, this report will be supplemented accordingly.

Event description:
The local sales representative reported that a customer with a uwit system and high-definition lcd monitor experienced an intermittent image loss. No patient or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Event description:
During a esophagogastroduodenoscopy (egd), a monitor oev-261h flickered and since the oev-261h had been discontinued and was no longer serviceable. It was recommended to perform an evaluation with a replacement new ¿31¿ monitor and/or hardwire the monitor and bypass the wireless connector. The monitors in both rooms were hard wired. The issue could have been due to the power cable becoming loose and or a interference with the wireless device. A delay was reported, but it is unknown how long. The image flickered on, and off which caused a delay. The patient was under general anesthesia at the time of the delay. The device was inspected, and the cables were checked and verified secure. The procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Updated fields: b3, b5, e1, e2, e3, g2 this report is being supplemented to provide additional information based on additional information provided by the customer.